Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No ramping numbers noted during testing. Analysis was unable to confirm battery out limit due to unresponsive buttons. No moisture damage on motor assembly or electronic assembly noted during visual inspection. The insulin pump was received with scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they received a battery out limit alarm. The customer's mother also reported that the buttons were unresponsive. The customer's blood glucose was 317 mg/dl at the time of incident. The customer's mother stated that they treated the blood glucose with manual injections. The customer's mother stated that the insulin pump was dropped and got exposed to moisture. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.